Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. A supplemental report will be submitted with the investigation results once completed. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s918u1ues7ezci hardware: sm-s918u1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 300 mg/dl while wearing the pod between 1 and 4 hours. After realizing elevated bg levels, the patient found the cannula had not deployed as intended. As treatment, the patient placed a new pod.